Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported bd micro-fine¿+ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: "the report outlines that a patient returned a box of needles reporting that many of them (approximately 15%) were not giving the full dose of insulin and were blocking mid-administration. The patient changed the needle before administration and needed to change again midway through administration in order to give the full dose of insulin."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported bd micro-fine¿+ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: "the report outlines that a patient returned a box of needles reporting that many of them (approximately 15%) were not giving the full dose of insulin and were blocking mid-administration. The patient changed the needle before administration and needed to change again midway through administration in order to give the full dose of insulin."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported bd micro-fine¿+ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: "the report outlines that a patient returned a box of needles reporting that many of them (approximately 15%) were not giving the full dose of insulin and were blocking mid-administration. The patient changed the needle before administration and needed to change again midway through administration in order to give the full dose of insulin.".